Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. It was noted by the physician that the device appeared to have "skipped the aging indicator" and went straight to alerting to replace the pacemaker. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. The "replace pm" message was the result of a false depleted status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. It was noted by the physician that the device appeared to have "skipped the aging indicator" and went straight to alerting to replace the pacemaker. The was explanted and replaced. No patient complications have been reported as a result of this event.